Event description:
A user facility reported that the hd camera head image is cut off when used in combination with the nephroscope. The event occurred during procedure. During a standard service inspection of the customer returned device, the rigid mirror came off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the image was off centered and the rigid mirror came off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information to b5 obtained from the customer.

Event description:
Additional information received from the initial reporter noting the reported event (loss of image) was discovered during a therapeutic and diagnostic, percutaneous nephrolithotripsy, procedure. The procedure was completed without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the visual field was shifted, and part of the image was cut off when tension was applied to wa33036a (rigid endoscope) up and down. It¿s probable the visual field shifted because force was applied to the rigid endoscope. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.